Manufacturer narrative:
Correction: b5 corrected.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right atrium leadless pacemaker (ralp) and right ventricular leadless pacemaker (rvlp) could not be interrogated and there was no magnet response. It was also noted that ralp and rvlp exhibited inadequate capture and high pacing impedance. Both lps were explanted and replaced with the transvenous pacemaker system. Patient condition was unknown.

Event description:
It was reported that patient presented in clinic. It was noted that right atrium leadless pacemaker (ralp) and right ventricular leadless pacemaker (rvlp) could not be interrogated and there was no magnet response. It was also noted that ralp and rvlp exhibited inadequate capture and high pacing impedance. Both lps were explanted and replaced with the transvenous pacemaker system. Patient condition was unknown.

Manufacturer narrative:
Correction: b5 was corrected to include patient presented in clinic.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right ventricular leadless pacemaker (rvlp) exhibited failure to interrogate. The lp was explanted and replaced with transvenous pacemaker. Patient condition was unknown.